Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a neurostimulator for urgency frequency. It was reported that the patient had burning and pain in her back. The patient also stated that she had pressure to void and then was unable to void, but she would dribble. It was mentioned that the patient switched sides and increased stimulation. There were no further symptoms or complications reported or anticipated.